Manufacturer narrative:
Evaluation of the device for the reported observation was found to be normal device characteristics as the device had reached normal battery depletion or end of life (eol).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg battery was empty after only being implanted for eight months. Consequently, to address the issue the patient's scs ipg was replaced with a new one.